Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor (5ml/hour; 65ml) would not flow. The event occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured (B)(4) 2016 ¿ (B)(4), 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.